Manufacturer narrative:
It was reported that the end-user experienced a skin reaction. Approximately 6-8 hours after applying the bandage to the center of his chest, the end-user experienced pain to his arm and his collar bone. Reportedly, when the end-user removed the bandage, some of the skin in contact with the bandage adhesive came off and he noted a "welt" at the application site. The end-user was evaluated by his physician who informed him that he had experienced a skin reaction to the bandage adhesive. The end-user was provided with a prescription for triamcinolone acetonide cream usp, 0.1% and reported that after using the cream, the swelling subsided and the application site "scabbed over." No further medical treatment or follow-up care was reported. No sample was returned to the manufacturer for evaluation and the lot number for the product used was not provided. A root cause was unable to be determined at this time. Due to the reported need for medical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin reaction.